Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) viper2 600mm straight cobalt chromium rod [product code: 1967-89-600, lot no: tbgnn] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the rod had become fractured. The fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the viper rod becoming broken cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, t10-sai instrumentation using the rod in question was done for the patient with adult spinal deformity. In the first week after surgery, the rod implant was found broken. The broken rod was replaced and a cross connector was additionally placed on (B)(6) 2015. According to the surgeon, the rod had been bent several times before implantation.